Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: multiple =(B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated alinity c carbon dioxide result. The following initial and repeat results were provided: sample ID (B)(6): alinity 31 mmol/l and architect 28 mmol/l. Sample ID (B)(6): alinity 32 mmol/l and architect 27 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
H6 component code: g03001. The analyzer was inspected and the alnty c-series cuvtte d (04s52-01) was determined to be the cause of the issue and was replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the alnty c-series cuvtte d (04s52-01) was replaced. A review of historical data revealed no trends, systemic issues, or nonconformance associated with the alnty c-series cuvtte d (04s52-01). A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.